Manufacturer narrative:
(B)(4). (B)(4). The device was returned with the blade scratched and cracked. The blade was not received broken as reported by the customer. The blade was complete. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised, such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the electrodes sternum pin was misaligned and it matched off center from the corresponding mating socket. Hence, the electrodes could not be inserted to a defibrillator therapy connector and the reported problem would inhibit energy delivery. There was no pt use associated with the event.

Event description:
It was reported that during an unknown procedure, the device was not functioning; it was not burning half way through the operation. As the nurses prepared to open a new device, the active blade tip broke on the device being used. Patient is well. Another device was used to complete the procedure. There were no adverse consequences for the patient.